Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, an air monitor alerted for air in the return hose but there was no visible air.  The event occurred 13 hours and 30 minutes into treatment. This is a recurring problem that leaks to repeated treatment interruptions. The patient experienced 500 ml of blood loss due to termination of treatment. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: the sample was not received for investigation. Retained sample examination confirmed that the samples were checked for component defect assembly failure, conformity with specification. The samples were also checked under air/liquid pressure for assembly failure and leakage. As a result, no failure detected on the retained samples. In conclusion, no failure detected on the retained samples. Visual inspection and leakage test resulted with conformity.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, an air monitor alerted for air in the return hose but there was no visible air. The event occurred 13 hours and 30 minutes into treatment. This is a recurring problem that leaks to repeated treatment interruptions. The patient experienced 500 ml of blood loss due to termination of treatment. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: a blood contaminated mfc bls without blister package received. The examination were applied to the retained samples and complaint sample. Visual inspection: the samples were checked for component defect, assembly failure, conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the both retained samples and complaint sample. Visual inspection and leakage test resulted with conformity. According to complaint description, possible reasons of the reported defect might be related to connection/handling process or machine based failures, but not limited to. The event was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, an air monitor alerted for air in the return hose but there was no visible air. The event occurred 13 hours and 30 minutes into treatment. This is a recurring problem that leaks to repeated treatment interruptions. The patient experienced 500 ml of blood loss due to termination of treatment. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.